Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that both CT data and MRI data could not be imported. When data was imported to 100%, the icon ¿×¿ was displayed and import error occurred. The screen became unresponsive in the process of importing. CT data was imported after an attempt was made to import the data several times. But the data around the patient¿s neck was not imported. The data was created by dicom only, uncompressed, gapless, no tilted and just to be used for navigation. There was no patient present during this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Issue was resolved after removing some of the data folder hierarchy.